Manufacturer narrative:
The following field has been updated with corrected information: b5. Describe event or problem: it was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, a veritor analyzer provided a negative flu a result for one (1) patient sample. The user questioned the result after visually reading the test cartridge and observing lines in the flu a testing area. It should be noted the action of visual interpretation of a test cartridge is considered off-label use of the product. Patient sample recollection occurred. There were no health impact or other consequences reported. Eua(B)(4). Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 5161988. The customer reported that they are receiving discrepant results with patient samples. They reported receiving a negative result, while the cartridge is showing 3 lines, a control line, a flu a line, and an additional line below the flu a line. The test was repeated on the same patient with a new swab and they received the same results. A second patient was tested and they received the same results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, a veritor analyzer provided a negative flu a result for one (1) patient sample. The user questioned the result after visually reading the test cartridge and observing lines in the flu a testing area. It should be noted the action of visual interpretation of a test cartridge is considered off-label use of the product. Patient sample recollection occurred. There were no health impact or other consequences reported. Eua(B)(4).

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua203152. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, a veritor analyzer provided a negative flu a result for one (1) patient sample. The user questioned the result after visually reading the test cartridge and observing lines in the flu a testing area. Testing was repeated using a new sample swab from the patient and again the veritor analyzer provided a negative flu a result despite the user visually observing lines for flu a. It should be noted the action of visual interpretation of a test cartridge is considered off-label use of the product. There were no health impact or consequences reported. (B)(4).